Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant (normal device replacement) procedure, while measurement of the atrial lead was being performed noise was confirmed on the electrogram, however it was noted that this was on the atrial lead only. The analyzer was changed out and this resolved the issue of noise present on the electrogram. The analyzer was not returned for service. No patient complications have been reported as a result of this event.